Manufacturer narrative:
Batch review performed on 12 august 2022. Lot 1909423: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-nov-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision performed 2 years and 1 month after the primary surgery due to infection. Only insert revised.